Event description:
The facility's biomed engineer reported an infusion pump with an 810:04 failure code. Info was requested by baxter's customer service regarding whether or not the pump was in use on a pt when that failure occurred, specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up, tubing product code and lot number in use and the medication involved if applicable, but no additional info was requested but no additional contact was identified.